Event description:
It was reported with the use of the bd plastipak¿ non-sterile luer-lok syringe there was an issue with leakage with 15 syringes.

Manufacturer narrative:
Investigation summary: fifteen samples were returned to our quality engineer for investigation. Through visual inspection of the product, a leak was observed in several of the samples. The stopper was correctly assembled in all samples, no damage or defects were noted that could have contributed to the leakage. The samples were disassembled for further evaluation, no damage or defects were observed on the plunger rods. A device history review was performed for reported lot 1807351, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. DHR of lot 1807351 has been reviewed not finding any annotation or deviation regarding the alleged defect. No retained samples can be evaluated since there are not retained samples available for bulk references so leak test according to iso-7886-1 annex d cannot be done. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails it is rejected to scrap automatically. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Packaging: 1 box per pallet. 2.functional inspection. Printing: once in the first pallet, once in the last pallet of the lot plus once per day. Assembly: once in the first pallet, once in the last pallet of the lot plus once per day. Since no samples have been received and no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause cannot be determined.

Event description:
It was reported with the use of the bd plastipak¿ non-sterile luer-lok syringe there was an issue with leakage with 15 syringes.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ non-sterile luer-lok syringe there was an issue with leakage with 15 syringes.